Event description:
A customer contacted baxter technical services regarding assistance with a system error 2240 alarm during dwell 2 of 5 on the homechoice machine. The technical service representative(tsr) assisted the caregiver(cg) to cycle power. The tsr advised the cg to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The home patient(hp) was contacted on (B)(4) 2012. He stated that he started over with new supplies that night and therapy went well. He did not notice anything unusual about his supplies and did not see air in the lines. The sample had been discarded, and he had gone through all of the companion samples. He did not know the lot number. The hp stated he did not develop any adverse reactions or require any medical intervention the system error 2240 (air in line) was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.